Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient was having issues with the device and was looking for a physician for a revision/replacement. There were no patient symptoms or complications reported.